Event description:
It was reported that after the surgeon implanted the optio-c device by impacting it in order to get the implant seated, and as the surgeon was in the process of final tightening, the locking plate broke. The surgeon removed the implant and used a different one to complete the case. There was a 10-minute delay without any impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the device was fractured and disassembled. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that after the surgeon implanted the optio-c device by impacting it in order to get the implant seated, and as the surgeon was in the process of final tightening, the locking plate broke. The surgeon removed the implant and used a different one to complete the case. There was a 10-minute delay without any impact to the patient.